Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise and inappropriate mode switch on the atrial lead. No changes or intervention was reported. There was no patient consequences.